Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a "jolting" sensation when right ventricular lead pacing occurred and presented to the cardiac ward for a pulse generator check. The initial indication for pulse generator implant for the patient was symptomatic paroxysmal atrial fibrillation and pre-atrioventricular node ablation. Upon examination, the device had a note stating that the patient was sensitive to autocapture and capconfirm features. R wave undersensing was observed in real time during interrogation on the right ventricular lead. The lead impedance appeared stable, however, low lead impedance was observed in real time when the sensed wave dropped in amplitude after additional testing was performed. The lead was then tested in uni-polar configuration and found to have satisfactory sensing and stable impedance.the bi-polar configuration threshold testing elicited the "jolting sensation" and the patient noted that the sensation was less severe in uni-polar configuration. The lead was then reprogrammed to uni-polar sensing and pacing and the patient was hospitalized for overnight observation. A chest x-ray was performed with no anomalies seen with the placement of the lead. On (B)(6) 2020, the physician found that the patient did not require any ventricular pacing overnight and the pulse generator was programmed to aai where the right ventricular lead was inactive. The patient was reported to be in stable condition.